Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen® gts the pin seemed to be faulty, because the shunt got 'stuck' and could not be pushed forward" during implantation in unknown eye. Surgery was completed with backup device.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob was observed, the slider knob was able to travel the entire distance, the needle moved in tandem with the slider knob in each of the three bevel selector positions, and smooth actuation was observed in each angle, which meets the expected results. Slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "the pin seemed to be faulty, because the shunt got 'stuck' and could not be pushed forward" and "[stent] could not be advanced and therefore not implanted, the [stent] seemed blocked in the pen" during implantation in right eye. Surgery was completed with backup device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts "the pin seemed to be faulty, because the shunt got 'stuck' and could not be pushed forward" and "[stent] could not be advanced and therefore not implanted, the [stent] seemed blocked in the pen" during implantation in right eye. Surgery was completed with backup device.